Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and self test. No unexpected display anomalies including fading display or lines going vertically across the screen were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was faded and did not look normal and it looked like lines were going vertically across the screen. The customer pressed a few buttons and the screen suddenly went faded with lines on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The insulin pump will not be returned for analysis.